Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that there was no plan for surgical intervention just that the physician would first try measures such as bolus administration or dose reduction.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# hg8ul9f03, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump for quadriplegia. It was reported that long-term hospitalization occurred regarding a patient treated with an intrathecal baclofen (itb) pump for more than 10 years. The pump was replaced in january due to battery depletion. Paroxysmal symptoms associated with tachycardia, hypertonia, hyperthermia, high body temperature, and hypertension were indicated, which had never occurred before after the replacement surgery, often manifested. The possibility of baclofen withdrawal symptoms due to itb pump malfunctions was being considered. A contrast study is also being considered at the next pump refill that was to occur on 2026-apr-14 in order to exclude any malfunctions around the pump. The outcome of tachycardia, polypnea, sweating, hypertonia, hyperthermia, and hypertension was not recovered. The tachycardia, polypnea, sweating, hypertonia, hyperthermia, and hypertension was related to drug and unknown if related to pump, catheter, programming, or procedure.